Manufacturer narrative:
This event is no longer reportable since information from the field indicates it was at its end of life (eol) as the reason it could not be interrogated. The device was subsequently explanted due to normal battery depletion (nbd).

Event description:
It was reported that this pacemaker was unable to be interrogated when using a wand. Technical services (ts) was consulted and troubleshooting was performed but the pacemaker was unable to be interrogated. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates this device was at end of life (eol) as the reason it could not be interrogated. The device was subsequently explanted due to normal battery depletion (nbd). A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated when using a wand. Technical services (ts) was consulted and troubleshooting was performed but the pacemaker was unable to be interrogated. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
This event is no longer reportable since information from the field indicates it was at its end of life (eol) as the reason it could not be interrogated. The device was subsequently explanted due to normal battery depletion (nbd). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was unable to be interrogated when using a wand. Technical services (ts) was consulted and troubleshooting was performed but the pacemaker was unable to be interrogated. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates this device was at end of life (eol) as the reason it could not be interrogated. The device was subsequently explanted due to normal battery depletion (nbd). A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.